Event description:
It was reported the programmer will not power on. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 229047 analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; programmer turned on and boots up correctly with the provided rf (radio frequency) head and analyzer plugged in. Analysis found reallocation error for hard drive and power cord door latch tabs are broken off.